Event description:
It was reported that the (1) tsw 45 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon noticed some bleeding from the staple line and needed to open a clip applier to stop the bleeding. The bleeding was stopped and the case was completed. There was no consequence to the pt.